Event description:
While suturing, the 4-0 v-loc suture needle became disconnected from the suture and remained in the body. This required reopening of the incision to search for the needle and recover it.